Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: chemo leak using onguard system. Detailed inquiry description: ifosfamide was initiated on a patient that had a v1921 line. Nurse was previously running mesna and she used y site of extension 354213. She stopped mesna and connected ifosfomide using onguard luer adapter 412114. Nurses suspect the problem is mesna causing precipitation at port either in extension line or onguard adaptor. In the past they noticed that after disconnecting lines with mesna if they wanted to reinitiate infusion with mesna they will have some precipitates that will not allow infusion and therefore resulted in leaks at port. No injury reported.